Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level went as low as under 20 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they were able to treat their low blood glucose but expected the sensor to alarm. Customer advised their sugar glucose versus blood glucose was off by up to 30 points. Customer was advised to call the 24 hour helpline to troubleshoot.